Event description:
One patient sample with discrepant toxo igg results. Initial result gave 13.09 ul/ml; repeat by another method resulted as negative. If additional information is received, appropriate notification will be provided.